Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that during a chemotherapy infusion, leaking was observed from the bottom of the filter. Infusion stopped chemotherapy bag was returned to pharmacy to have new lines attached. Chemotherapy spill was cleaned according to policy. There was patient involvement and unknown patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A lot review was done and the complaint of leakage was confirmed on returned new sister samples. The reported complaint of leaking from the bottom filter can be confirmed based on a similar complaint from the same lot. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during manufacturing. The lot history was reviewed, and the complaint of leakage was confirmed on returned new sister samples on (B)(4) due to a small, centralized pinhole in the filter.